Event description:
It was reported on (B)(6) 2016 that the patient had her device disabled after the high impedance was seen. High impedance was stated to first be observed on (B)(6) 2016. Prior to the surgery the patient¿s device was interrogated and again high impedance was seen. The old generator was then explanted and a new generator was implanted. High impedance was seen with the new generator. Therefore, the neck incision was re-opened and a lead fracture was observed. No other relevant information has been obtained to date.

Event description:
The implant card was received for the patient and it indicated that the patient's lead was replaced for an unknown reason. A fax was received from the neurologist's office indicating that there was a product malfunction. Further clarification was received indicating that high impedance was seen and the whole vns system was replaced. It is unclear what caused the high impedance. The facility where the explant occurred disposed of the device. No product return is suspected. No additional relevant information has been obtained to date.